Event description:
It was reported that during right knee arthroplasy revision surgery in 2004, revision femoral prosthesis was found to be incompatible to mate with the existing prosthesis. Pt was re-scheduled and revision was performed about two months later.